Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and past similar case, omsc considered that the reported phenomenon might be attributed to the following handling. A) the user cleaning around the forceps elevator was insufficient. B) the storage environment of the subject device after cleaning was inappropriate. Olympus stated the appropriate handling of tjf-160vr and the counter measures against abnormalities in the instruction manual of tjf-160vr. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there were foreign material on the forceps elevator. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.